Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device would not complete a power on cycle. The device would enter into a boot loop when the power up sequence was activated. The device could not have been used on a patient, if needed. There was no patient use associated with the reported issue.

Manufacturer narrative:
The customer has advised physio-control that they have declined service on their device due to the costs associated with repair. The device will not be returned to physio for evaluation. The cause of the reported issue could not be determined.